Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral vein via 8fr sheath using the preclose technique prior to a mitral valve procedure. Reportedly, when the sutures of the proglide device were harvested, the sutures pulled out of the artery. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 23fr and the mitral valve procedure was completed. Hemostasis was achieved using the pre-placed sutures from the successfully pre-placed proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.